Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis is considered to permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, the proximal right coronary artery (rca) was pre-dilated. Then, a 3.5 x 15 mm xience v stent and a 3.5 x 28 mm xience v stent were both deployed to treat the in-stent restenosis of another company's stent. There was no reported product malfunction or pt issue at the time of the index procedure. However, in 2009, the pt came to the emergency room (ER) with dizziness unknown etiology. During hospitalization workup heart cath was done three days later, which showed in-stent restenosis of the rca which is one of the target lesions and that will be treated with medication. The outcome of the adverse event was resolved the next day. No additional event or pt info is available.

Manufacturer narrative:
The 3.5 x 28 mm xience v stent mentioned is being reported under this same MFR #.